Event description:
Pumps stopped infusing hemodynamically unstable patient on epi, norepi and vasopressin. During MRI pumps infusing epi and norepi intermittently stopped infusing. Approximate age of device ¿ installation date ¿ (a) 8 years / (b) 2 years, 8 months is the device disposable? If so, was the packaging saved? The device a and b components are not disposable. The tubing sets are disposable but were not provided to clinical engineering.